Manufacturer narrative:
Date of event: unknown. (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes had a mix of product type in the package, one tube had a different cap color. No report of serious injury or medical intervention.